Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unintentionally delivered a bolus for an inaccurate blood glucose (bg) value of 221 (mg/dl). At the time of the reported event, bg value was 137 mg/dl with 2.51 units of insulin on board (iob). Reportedly, the customer consumed carbohydrates to ensure bg level remained within range.